Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30051914l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the ablation phase while ablating the cavotricuspid isthmus (cti), there was a rise in the impedance value and a steam pop occurred. Cardiac tamponade was confirmed on the intracardiac echo (ice). The patient¿s blood pressure dropped. Pericardiocentesis was immediately performed to remove an unspecified amount of fluid from the pericardium. Cardiopulmonary resuscitation (CPR) was also performed. The patient's condition stabilized while in the lab. Patient was transferred to the intensive care unit (ICU) for observation. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is recovering. Physician¿s opinion regarding the cause of the adverse event is unknown. There were no factors cited that might have contributed to the adverse event. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal puncture and a st. Jude medical agilis sheath. Normal smartablate settings were used at 40 watts. The temperature was of 24 degrees celsius. The impedance was of 104 ohms and rise to 180 ohms when the steam pop occurred. The power did not titrate during the ablation. The overall time for ablation and the last ablation cycle at the site of the injury was 17 seconds. The catheter irrigation flow was set to 15 cc. The patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. There¿s no information regarding the shaft proximity interference (spi) value. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.